Event description:
Patient had left breast cancer and late last year, underwent bilateral mastectomies with left sentinel lymph node and immediate reconstruction with bilateral submuscular tissue expanders and tissue matrix grafts. (Done at another facility). At the one week follow-up appointment,the patient was found to have well demarcated areas on each inferior breast skin flaps (measured roughly 5 x 4 cm.) But without symptoms of infection. The patient presented to our facility 12 days later for debridement of bilateral breast wounds with intermediate closure. The tissue matrix grafts and tissue expanders were not removed. Approximately 6 months later, the patient underwent exchange of her bilateral breast tissue expanders for gel implants and reconstruction on nipple/areolar complexes. She went on to heal uneventfully, at one week had her sutures removed. She presented roughly six weeks from her surgery with an open wound of the right breast lower pole skin that is 8 x 10 mm with the exposed tissue matrix graft but with no evidence of infection. Examination revealed exposed tissue matrix graft, but no exposure of the underlying implant. The patient returned to or 2 months later for salvage of right breast reconstructions. The tissue matrix graft was partially removed and the remainder sutured. The right breast gel implant was exchanged for a tissue expander and the complicated right breast wound was closed.